Event description:
Blood glucose device generated a reult without the test strip being dosed with blood or control solution. It was reported the meter read hi and then later lo but customer was able to obtain glucose result of 439 mg/dl. No actions taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.